Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Technical support provided assistance and information to reset the pump, after which the malfunction code did not reoccur.